Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. The customer stated that the true metrix test strips would not fit in the true metrix air meter. During the call the customer attempted to insert the test strip into the meter; customer advised that the test strip will not go into the port of the meter. Customer denied any mishandling of the product. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 12/17/2026; product storage and open vial date were not provided.